Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported that the insulin pump went into threshold suspend with a sensor glucose level of 56 mg/dl and a blood glucose level of 111 mg/dl. Caller also reported that the insulin pump had an alarm for the calibration not being accepted. The customer's mother was advised that the sensor would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.